Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Unit elevated on its own, and they turned off the chair, turned the chair back on the chair returned back down on its own.